Event description:
A surgeon reported having a patient with a refractive surprise following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested 02/18/2011 and 03/07/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).